Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing, the reported issue (broken distal end) was confirmed. In addition, service found the light cover glasses were missing, the light guide glass adhesive was worn, the objective glass adhesive was worn, the distal end adhesive was worn, the control body identity badge was missing, there was a hole in the button , the switch button head was worn, the light guide tube was leaking, the illumination was uneven, the bending angle was out of specification, and the water removal ability was out of specification. Per the legal manufacturer, these defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. During inspection and testing, remnants of white crystallized contamination which is believed to be an infacol (simethicone) type product was identified in the air/water channel. There was no physical damage where the foreign matter was found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the foreign material remained in the air/water channel due to handling deviated from the instruction manual. However, a definitive root cause could not be determined. The device's instruction manual provides the following warnings which may help to detect and prevent the issue: the detection method is described in the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instruction manual gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause preventive measures are described in patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the distal end of the subject device was broken. The reported issue was observed during maintenance of the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that there was foreign material in the air/water channel. This report is being submitted for the malfunction found during device evaluation (foreign material in channel).

Manufacturer narrative:
This report is being supplemented to correct information that was provided in the initial report. Corrected information provided in d9. Correction to information provided in the initial report: correction to g3 of the initial medwatch. The aware date should be 13apr2023.